Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent laprascopic tubal ligation due to sui and intrinsic sphincteric deficiency. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent hysteroscopy with d&c and novasure endometrial ablation on (B)(6) 2011 due to menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.